Event description:
During remote follow-up, noise resulting in oversensing was observed on the right atrial (ra) lead. Provocation testing was performed and no noise was reproduced. No intervention has been performed at this time. The patient was stable in condition and the physician elected to continue monitor the patient.